Event description:
It was reported by resmed (B)(4) that an astral device restarted unexpectedly at the distributor's facility. The device was not in use when the fault occurred, therefore, there was no pt involvement. MFR ref #: 3004604967-2015-00071.